Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system for one patient sample tested on the cobas e 411 disk. The initial result was reported to the clinician. The clinician stated that the result did not correlate with the patient's medical history prompting a rerun of the sample. The initial result was 55.73 miu/ml with a data flag. The first repeat result was 279.4 miu/ml with a data flag. The second repeat result was 278.2 miu/ml with a data flag. The reagent lot number is 584579. The expiration date was requested but not provided.

Manufacturer narrative:
The repeat results were considered correct. The calibration performed on 07-apr-2022 had slightly lower signals than expected but was acceptable. The qc recovery was -2 sd and -3 sd on the date of the event. A precision check using the same sample revealed reproducible results. The pictures provide of the 3 samples showed that the sample was poor in quality and had gel floating. The customer reported that the sample and reagent probe cover was broken. However, the alarm trace did not show that this issue affected sample pipetting. The alarm trace did not indicate any issues. The investigation did not identify a reagent problem. The investigation determined that the event was caused by poor sample quality.